Event description:
It was reported the patient presented reporting syncope. Interrogation of the device revealed oversensing and, subsequently, pacing pauses. The clinician was able to recreate the oversensing by pushing on the device. The device was explanted and replaced. At the time of the explant, the physician noted blood ingress in the device header. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.